Event description:
It was reported that during a pretest, when the balloon was attempted to inflate, the water leaked from the middle of the foley catheter.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is considered within specification as the reported failure could not be reproduced. The product was not used for patient treatment. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted no obvious visible observation. Visual inspection of the sample noted 1 three-way foley catheter inflated balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and found no leaks was observed from return sample. Deflated in 1 min 33.41 sec. Dissected balloon to find inflation notch perforated correctly. This meets specifications due to balloon fill being complete with no holes or tears. This meets specifications due to no holes or damage being found on the shaft during testing. Also noted asymmetrical balloon concentricity was observed to be 70:30 as compared. This meets specification as concentricity should not exceed 70:30. No root cause could be found because the reported event was unconfirmed. The device history record review was not required as the reported event was unconfirmed. Labeling review was not required as the reported event is unconfirmed. The actual/suspected device was inspected

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during a pretest, when the balloon was attempted to inflate, the water leaked from the middle of the foley catheter.